Manufacturer narrative:
By checking the DHR of the lot #20bh04z, no pre-existing anomalies were detected on the 10 pieces manufactured with this lot #. Instrument was not yet received by limacorporate but we received a picture of the instrument confirming the breakage of the reamer. The product code involved in this complaint (9013.75.355 v00, shaft for angled glenoid reamer) was used on the market in controlled release phase. After receiving a total of 8 complaints from the market, technical investigation identified all the potential critical points related to the instrument geometry: a corrective action was put in place to increase the mechanical resistance of the shaft for angled glenoid reamer leading to a new version (01) of the instrument. Moreover, an additional note ("in case of hard/sclerotic glenoid bone surface, the initial glenoid drill can be optionally used to prepare the glenoid seat for reaming") in the relevant surgical technique related to the optional pre-drill step will be added. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR.

Event description:
During a shoulder surgery performed on (B)(6) 2021, the smr shaft angled glenoid reamer (product code 9013.75.355, lot #20bh04z) contacted the edge of a retractor and broke. According to the complaint source, the exposure of patient's joint was narrow. It was reported that broken pieces were retrieved. Surgery was prolonged of about 15 minutes. According to the received information, the instrument was used less than 10 times. Event happened in the us.

Manufacturer narrative:
By checking the DHR of the lot #20bh04z, no pre-existing anomalies were detected on the (B)(4) manufactured with this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During shoulder surgery performed on (B)(6) 2021, the smr shaft angled glenoid reamer (product code 9013.75.355, lot #20bh04z) contacted the edge of a retractor and broke. According to the complaint source, the exposure of patient's joint was narrow. It was reported that broken pieces were retrieved. Surgery was prolonged of about 15 minutes. According to the received information, the instrument was used less than 10 times. Event happened in the us.